Manufacturer narrative:
(B)(4). Additional information requested and received: when was the bleeding identified? In the first pod. Where on the staple line was the bleeding. Since there were no vomiting with blood spots, nor nausea and the remnant was oversewed, the most likely site was the jejuno-jejunostomy. What color cartridge were used in the area of bleeding? Echelon 45 white. How was the bleeding treated? Was there a reoperation? Conservative management and blood transfusion. Please quantify the blood loss - fifteen points in hematocrit on patient 1. Please quantify the blood transfusion -four units of blood concentrate on patient 1. Were there any issues with staple performance in initial procedure? A bloody stapling line in all firings. What is the current patient status? The patient was discharged at pod 5 and is well now.

Manufacturer narrative:
(B)(4). Date sent: 5/23/2016. Pt info; relevant tests/lab data, other relevant history: information asked for but unknown or not provided during initial contact. Model and lot #,device available for evaluation?; device manufacture date, evaluation codes: information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Batch # unk. Intra-operative photo received. The picture provided it¿s a photo of what appears to be an or screen, traces of bleeding are present and also a blue line can be observed on the staple line, possibly pds 3-0 thread suture, gauze is present at the left side of the picture. Based on the picture alone no conclusion could be reached as to how the reported event occurred. Hands on device analysis should provide the evidence necessary to confirm the cause of the complication. Additional information requested and received: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? No, only bleeding in jejunojejunostomy. How much blood was lost (ml)? The doctor doesn't´t know exactly. Did the patient require a transfusion? Yes, he did. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No, only the prolonged hospitalization for blood transfusion. Additional information requested but unavailable: when was the bleeding identified? What color cartridges were used in the area of the bleeding? How was the bleeding treated? Was there a reoperation? Please quantify the blood loss. What is the current patient status?

Event description:
It was reported that during a gastric bypass with roux-en-y procedure, it was reported by the surgeon that the staple line bled enough. The surgeon made re-suture across all of the staple line with pds 3-0 thread suture. Until today the patient is ok. There was no adverse event.